Event description:
It was reported that during an interventional procedure to the middle left anterior descending artery with moderate tortuosity and mild calcification, resistance was encountered on advancement of the 2.75 x 18 mm promus rx to the lesion. The stent was attempted to be deployed with nominal pressure. Intravascular ultrasound (ivus) was advanced to view the site and no deployed stent was found within the lesion. The stent was found dislodged within the y connector. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device as discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.